Manufacturer narrative:
Conclusion: according to the information received, the user reported a damaged device housing. During the repair process a leaking battery was detected. The electrolyte corroded a few parts. It can be assumed that the damage to the rechargeable battery inside is caused due to mechanical stress. Additionally, no contact to leaking electrolyte and no patient injury from contact with leaking electrolyte was reported. This is a final report.

Event description:
Device was received at service_repair on (B)(6) 2024. A broken housing and a leaking battery were reported. There was no visible leakage on the device. The user did not come into direct contact with the leaking battery. The device was returned due to the broken housing. The ap was trapped under debris after the earthquake.

Event description:
Device was received at service_repair on 08-jan-2024. A broken housing and a leaking battery were reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.